Event description:
It was reported that the bd syringe 1ml ls 200 s/c had foreign matter. The following information was reported by the initial reporter: material # 309659 batch # 5078139 verbatim: rcc received a complaint via phone. Pir attached productcomplaint ref (B)(4). Lot: 5078139 issue: on the plunger looks like there is a substance smeared on the plunger area. No pt harm doe: 29may2025 qty affect 1 box sample yes kt requested.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Foreign matter. Twenty-three samples of 1 ml luer-slip syringes (part number 309659), batch 5078139, were received and evaluated. Fourteen samples were packaged in sealed pouches, each displaying the required product information on the top web, while the remaining nine samples were received loose. One syringe from the sealed packages was found to be free of defects and was deemed acceptable. The remaining twenty-two samples exhibited a brown, grease-like substance on the plunger rod. This condition is considered non-conforming per product specifications. The potential root cause of this foreign matter non-fluid path defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 5078139. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.